Manufacturer narrative:
Imdrf device code a150103 captures the reportable event of stent prematurely deployed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022, that an axios stent and electrocautery enhanced delivery system was implanted transgastric to the pancreas to treat a pancreatic fistula postoperative during a hydrocystic gastric bypass surgery performed on (B)(6) 2022. During the procedure, the stent first flange was deployed; however, there was difficulty encountered when the second flange was attempted to be deployed. When the scope was pulled towards the wall of the cyst, the second flange prematurely deployed. The stent remains implanted, and the procedure was completed. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent prematurely deployed. Block h10: an axios delivery system was returned for analysis; the stent was not returned. The delivery system was returned in position "2". Visual examination of the returned device found the inner sheath kinked. No other problems were noted to the delivery system. The investigation concluded that the observed failure of inner sheath kinked was likely due to factors encountered during the procedure. It may be that how the device was handled and/or the technique used by the physician when trying to deploy the stent, limited the performance of the device and contributed to the inner sheath kinked. The reported event of stent premature deployment cannot be confirmed as this occurred during the procedure, and it is not possible to replicate in the laboratory of analysis. Taking all available information into consideration, the investigation concluded that there is not enough information to confirm the reported events. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation on november 30, 2022, that an axios stent and electrocautery enhanced delivery system was implanted transgastric to the pancreas to treat a pancreatic fistula postoperative during a hydrocystic gastric bypass surgery performed on (B)(6) 2022. During the procedure, the stent first flange was deployed; however, there was difficulty encountered when the second flange was attempted to be deployed. When the scope was pulled towards the wall of the cyst, the second flange prematurely deployed. The stent remains implanted, and the procedure was completed. There were no patient complications as a result of this event.